Event description:
The procedure was endovascular repair of the aorta. The stent with the delivery system was introduced to the groin and the stent was deployed in the aorta. Upon removing or pulling out the delivery system, there was an uncoiled wire protruding at the tip of the delivery system.